Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, floppy. Guide cath: heartrail ii al1 6f. Stent: nobori 3.5 x 24 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with mild tortuosity, mild calcification and 100% stenosis. First, the thrombus was suctioned with non-abbott aspiration catheter and intra-vascular ultra sound (ivus) was performed. A non-abbott stent was directly deployed at the lesion. The 4.0 x 12 mm nc trek balloon was delivered and post-dilatation was performed at 18 atmospheres (atm). Then, after the second inflation at 18 atm, the balloon did not deflate sufficiently (1/3 of the contrast remained in the balloon). The balloon was unable to be retracted into the guiding catheter. The balloon was retracted as a unit with the guiding catheter, sheath and guide wire. As the non-abbott implanted stent was observed to be apposed to the vessel wall, the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.